Event description:
The patient presented with a larger than normal supraclinoid aneurysm. The internal carotid artery was not tortuous; a neuroform3 microdelivery stent system was tracked easily to the lesion. The physician went to advance the stabilizer before deploying the stent and had no success. The system appeared to be locked up, the proximal stabilizer segment near the hub of the microdelivery catheter broke. Both the stabilizer and the subject device fractured. The physician had to bend the proximal remaining segment of the system in order to remove it from the patient. On inspection, outside the patient's body and pulling on the distal guidewire segment, the physician observed that the subject device did not move independently. A new neuroform3 microdelivery stent system was used with a new guidewire and the stent deployed successfully.